Event description:
It was reported that a continuous glucose monitor (cgm) error occurred. There was no reported impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, and the customer successfully started their sensor session without any further error codes appearing.